Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered at stage 1 of the aquabplus reverse osmosis (ro) system. The biomed confirmed the reported event during follow-up and provided additional information. The biomed could not recall the part names that had sustained thermal damage but confirmed that two parts (motor circuit breaker 16a, m05000189, and 24v/25a contactor, m14000148) were burnt and beginning to melt. The reported issue was discovered during machine repair after the aquabplus reverse osmosis (ro) system alarmed during the t1 test with p-s switch and p1 pump defective messages in stage 1. F¿04¿51¿03 and f¿04¿50¿04 were error codes received that were associated with this event. There was no observed burning smell, smoke, spark, flame, or arcing. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. The biomed could not recall whether the thermal overload relay had tripped. The biomed noted that the clinic experienced a few power outages around the reported event date. The biomed stated that the clinic is located in a rural area that experiences severe winds and electrical storms. During initial troubleshooting the ro system would not reboot. The ro continuously turned off and tripped the pressure switch which required multiple resets. The ro system was placed into emergency mode stage 2 until the arrival and installation of replacement parts. The biomed stated the ro system is under warranty and a technician came onsite to complete the repair. The biomed noted that four parts were replaced to resolve the reported issue (m05000189 (motor circuit breaker 16a), m14000148 (24v/25a contactor), the thermal overload relay (m14000044) and m11008073et). The biomed stated that the samples were obtained by the technician who completed the repair. There was no patient involvement nor personal harm to anyone as a result of the identifying the thermal damage.

Manufacturer narrative:
Plant investigation: the reported issue could be confirmed by the manufacturer with the photographs provided by the customer. According to the intake information, the clinic is located in a rural area that experiences severe electrical storms. It was confirmed that storms had occurred on or around the reported event date. The thermal damage of the wiring was discovered during troubleshooting of the aquabplus. The complaint investigation determines the most likely failure cause to be a bad electrical contact of the wires at the motor protection switch or temporary line fluctuations in the local power supply. The bad electrical contact resulted in a high contact resistance and in combination with the high pump motor current, a high thermal load/stress on the wiring occurred. As a result the wiring is damaged. The affected connection wires/cable lug ((B)(6)) which are the cause for the reported event, are a supplier part, and a manufacturing deviation cannot be excluded. However no parts were available for a sample investigation therefore no supplier non conformity report can be made. Also, loosening of the connecting wires by lifting the monitor hood during start-up/commissioning of the aquabplus cannot be excluded as this could also loosen the connection and create a bad contact. According to the intake information, the issue was solved on site by replacing the motor protection switch, the contactor, the thermal overload switch and a connection cables in stage 1. Regardless of the cause of this complaint, a design change for a different motor protection switch type and electrical connection is being implemented. The new design is currently not available for the us market. Design change process is ongoing.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered at stage 1 of the aquabplus reverse osmosis (ro) system. The biomed confirmed the reported event during follow-up and provided additional information. The biomed could not recall the part names that had sustained thermal damage but confirmed that two parts (motor circuit breaker 16a, (B)(6), and 24v/25a contactor, (B)(6)) were burnt and beginning to melt. The reported issue was discovered during machine repair after the aquabplus reverse osmosis (ro) system alarmed during the t1 test with p-s switch and p1 pump defective messages in stage 1. F¿04¿51¿03 and f¿04¿50¿04 were error codes received that were associated with this event. There was no observed burning smell, smoke, spark, flame, or arcing. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. The biomed could not recall whether the thermal overload relay had tripped. The biomed noted that the clinic experienced a few power outages around the reported event date. The biomed stated that the clinic is located in a rural area that experiences severe winds and electrical storms. During initial troubleshooting the ro system would not reboot. The ro continuously turned off and tripped the pressure switch which required multiple resets. The ro system was placed into emergency mode stage 2 until the arrival and installation of replacement parts. The biomed stated the ro system is under warranty and a technician came onsite to complete the repair. The biomed noted that four parts were replaced to resolve the reported issue ((B)(6)(motor circuit breaker 16a), (B)(6)(24v/25a contactor), the thermal overload relay ((B)(6)) and (B)(6)). The biomed stated that the samples were obtained by the technician who completed the repair. There was no patient involvement nor personal harm to anyone as a result of the identifying the thermal damage.

Manufacturer narrative:
Correction: h6 (device component code and investigation conclusions).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was discovered at stage 1 of the aquabplus reverse osmosis (ro) system. The biomed confirmed the reported event during follow-up and provided additional information. The biomed could not recall the part names that had sustained thermal damage but confirmed that two parts (motor circuit breaker 16a, (B)(6), and 24v/25a contactor, (B)(6)) were burnt and beginning to melt. The reported issue was discovered during machine repair after the aquabplus reverse osmosis (ro) system alarmed during the t1 test with p-s switch and p1 pump defective messages in stage 1. F¿04¿51¿03 and f¿04¿50¿04 were error codes received that were associated with this event. There was no observed burning smell, smoke, spark, flame, or arcing. The ro system is plugged into its own breaker. No blown fuses were identified in the local power supply. The biomed could not recall whether the thermal overload relay had tripped. The biomed noted that the clinic experienced a few power outages around the reported event date. The biomed stated that the clinic is located in a rural area that experiences severe winds and electrical storms. During initial troubleshooting the ro system would not reboot. The ro continuously turned off and tripped the pressure switch which required multiple resets. The ro system was placed into emergency mode stage 2 until the arrival and installation of replacement parts. The biomed stated the ro system is under warranty and a technician came onsite to complete the repair. The biomed noted that four parts were replaced to resolve the reported issue ((B)(6) (motor circuit breaker 16a), (B)(6) (24v/25a contactor), the thermal overload relay (B)(6) and (B)(6). The biomed stated that the samples were obtained by the technician who completed the repair. There was no patient involvement nor personal harm to anyone as a result of the identifying the thermal damage.